Event description:
It was reported that the patient presented to the clinic with chest pain. Loss of capture and reduced r-wave amplitude were noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was observed resulting in cardiac perforation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.